Event description:
A malfunction was reported on the pump. The customer could not confirm the fault ID because they reset the pump on their own. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) for backup insulin therapy.